Manufacturer narrative:
Expiration date: na.

Event description:
A report was received that the glue inside the hub of the electrode eroded and caused blood and fluids to seep in.

Manufacturer narrative:
Additional suspect medical device components involved: model #: tcn-10 lot #: 121816, 020916 and 111516 description: nitinol tc electrode, 100 mm.

Event description:
A report was received that the glue inside the hub of the electrode eroded and caused blood and fluids to seep in.

Manufacturer narrative:
Additional suspect medical device components involved: model #: tcn-10 lot #: 021816, 020916 and 111516 description: nitinol tc electrode, 100 mm device analysis indicated that the complaint was not confirmed, however, the electrodes failed visual inspection.

Event description:
A report was received that the glue inside the hub of the electrode eroded and caused blood and fluids to seep in.